Event description:
It was reported that there was a failure during implant attempt. Further follow-up indicated that a portion of the lead body protruded between a section of the blue lobes. That lead body section could not be withdrawn back into a normal position. The physician felt there was a possibility that the stylet tip was positioned at that location and caused the lead body to push through in between a section of blue lobes when the lobes were being retracted. No manipulation would cause the section of lead to return into its normal location. The lead, guiding sheath, and introducer sheath were all withdrawn without any complication. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism. Upon visual inspection it was noted that there was blood/body fluid on the outer tubing overlay.